Event description:
Patient passed while attempting to implant a dual chamber pacemaker. Patient had a tavr yesterday and went into complete heart block. A femoral medtronic temporary pacemaker was placed until the patient could be implanted with a pacemaker. Overnight, the temporary pacemaker was losing capture intermittently. Physician was placing atrial lead in the rv to temporarily pace and patient went into pulseless electrical activity. Medical team was not able to resolve the pea. Due to hospital and state protocol, everything in patient at time of death must remain in the patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.